Event description:
This report is being supplemented to provide additional information (d11) and corrected data (d10) regarding the reported event.

Event description:
It was reported that during a endoscopic retrograde cholangiopancreatography (ercp) while attempting a wire exchange, the elevator was not holding the wire properly. Subsequently, the cable reportedly snapped, the wire pushed through the liver causing a bile leak. As a result, the patient was admitted to the hospital. It was noted the procedure was completed with another model tjf-q180v. The patient is currently at home on hospice care. The device was inspected per usual, no anomalies. Patient treatment included hospitalization, imaging, blood transfusion and antibiotics. Per the physician, there was no allegation the patient's final condition is a result of the device or procedure, only the hospitalization was unexpected. The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented. The patient's weight was reported as (B)(6) kg.